Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The unchanged mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was transferred to surgery to repair the leaflet injury. The reported poor image resolution was associated with challenging imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) with a grade of 4, prolapsed posterior leaflet, pre-existing flail, calcium shelf on the base of the posterior leaflet, and mitral annular calcification (mac). A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and just before starting deployment, a large jet was observed rising from the anterior leaflet. A tear at the base of the anterior leaflet was observed. Therefore, the clip was removed from the patient. The procedure was discontinued. Mr remained at a grade of 4. The patient was then transferred to surgery to repair the leaflet injury.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) with a grade of 4, prolapsed posterior leaflet, pre-existing flail, calcium shelf on the base of the posterior leaflet, and mitral annular calcification (mac). A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and just before starting deployment, a large jet was observed rising from the anterior leaflet. A tear at the base of the anterior leaflet was observed. Therefore, the clip was removed from the patient. The procedure was discontinued. Mr remained at a grade of 4. The patient was then transferred to surgery to repair the leaflet injury.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.